Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Surgical intervention was performed, and the physician elected to replace the lead to obtain lower threshold measurements. No additional adverse patient effects were reported.